Event description:
Legal counsel for patient reports that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, inflammation, dysfunction, loss of range of motion, metallosis, and damage to surrounding bone/tissue. Additional information provided in patient medical records indicate that a revision procedure was performed on (B)(6) 2009 due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet modular head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02218, 1825034-2013-01901 & 01902). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and further reported patient allegations of pain, inflammation, dysfunction, loss of range of motion, metallosis, and damage to surrounding bone/tissue. Additional information provided in patient medical records indicate that a revision procedure was performed on (B)(6) 2009 due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet modular head. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.